Manufacturer narrative:
H.6. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The returned sample was received in an unopened blister pack. The blister pack was opened and the sample was visually examined using 10x magnification. There is black foreign matter (fm) on the needle hub which was visually identified as grease. One (1) photo was provided by the customer. The photo shows a needle hub assembly in a sealed blister pack. There is black foreign matter on the needle hub. Grease is used in the manufacturing process to preserve machine function and improve the life of the machine parts. It is possible that if not cleaned properly that excess grease can contaminate the needle hub assemblies. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the hub. This was discovered before use. The following information was provided by the initial reporter: material no: 305122; batch no: 9058898. It was reported that foreign matter was found on the hub of the sealed needle. Event description per email states, "foreign body present inside the sealed envelope containing the needle, glue on the edge of the plastic needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the hub. This was discovered before use. The following information was provided by the initial reporter: material no: 305122, batch no: 9058898. It was reported that foreign matter was found on the hub of the sealed needle. Event description per email states, "foreign body present inside the sealed envelope containing the needle, glue on the edge of the plastic needle."